Event description:
It was reported during an atrial fibrillation (afib) procedure, the temperature reading was only 9 degrees celsius during ablation. The redel cable was replaced and the temperature reading decreased further to 6 degrees celsius. When the catheter was replaced, the issue was resolved. Upon request, the bwi field representative provided additional information on the event. Ablation was delivered at the set power and the signal was diminishing. The ablation was delivered when the stockert was reading 9 degrees. The physician laid several lesions this way and thought they were adequate. The generator was in power control mode. There were no error messages or warnings. No reported patient consequence.

Manufacturer narrative:
Biosense webster manufacturer's ref. (B)(4) are related to the same incident. (B)(4).

Manufacturer narrative:
Additional information on the event was received on july 8, 2013 from the bwi field representative. The baseline temperature on the stockert when they started to ablate was reflecting 7 degrees. (B)(4)

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).